Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery the wand was not being activated. The procedure was successfully completed without significant delay using a competitor device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Visual inspection under magnification of the wand shows minimal electrode and screen erosion with contamination/discoloration and scratch/scuff marks on the spacer and cap. During functional evaluation the device was connected to a compatible quantum2 controller and did work as intended. No error occurred. The suction line was tested and performed as intended. The device met all specification upon release into distribution. The complaint was not verified with several root causes that could have contributed to the reported error e-7 message. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event includes: disconnecting the wand from the controller after power has been turned on, turning controller power off after the wand has been connected, power interruption to the wand. There are no indications to suggest the device did not meet product specifications upon release into distribution.